Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer reports that one patient sample ((B)(6)) generated an initial false positive architect total b-hcg assay result of 5715.30 miu/ml on an architect i2000sr analyzer. The sample retested at less than 1.2 miu/ml twice. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Abbott technical support advised the customer to replace the architect i2000sr analyzer sample probe. Subsequent instrument operations were acceptable. No further discrepant results were generated. A review of the analyzer service history found no contributing factors on or around the date of the customer issue. No returns were available from the customer site for this evaluation. The architect systems operations manual and the architect total b-hcg assay package insert contain information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no related adverse trends or systemic issues in conjunction with the complaint currently under evaluation for this product. A non-conformance related to the current complaint issue was not found. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.